Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl (20000 mcg/ml at 120 mcg/day) and clonidine (6000 mcg/ml at 30 mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a scan was being done on (B)(6) 2019 to check on catheter placement, as it was not in the correct position and possibly fragmented and therefore the pump was off and non-functioning. No symptoms were reported. It was later reported that there was a catheter shear so the pump had been off the past 3 weeks, relative to (B)(6) 2019. The pump was replaced on (B)(6) 2019. There were no further complications reported at this time.